Event description:
Caller reported a malfunction on the pump, displaying malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The malfunction code was resettable, but the caller did not have a usb cable to perform the reset and planned to call back for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.